Event description:
On (B)(6) 2025, an impulse dynamics field representative was informed that a lead revision for a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) had been scheduled. The lead revision was scheduled because the patient was experiencing "sensations" despite all reprogramming performed on both leads. During the lead revision, repeated attempts were made to place the first lead, but the lead reportedly dislodged multiple times and a new position could not be achieved. Therefore, the entire system (ipg and leads) were explanted. The explanted leads were obtained by an ID field rep; however, the explanted ipg remains at the hospital at hospital staff insistence that the ipg will be sent back to ID USA in (B)(6) "on its own." As of the date of this report, the explanted ipg has not yet been received by ID USA but continues to be sought.